Event description:
On monday (B)(6) 2011, a patient was undergoing an endobronchial ultrasound (ebus) procedure. While performing a biopsy on a paratracheal node the biopsy needle hit a tracheal ring causing the scope to be pushed back. This is not an unusual event during this procedure and extra pressure was applied in an attempt to pierce the trachea. The needle then suddenly buckled leaving it perpendicular to the sheath orifice and the needle was unable to be retracted. They were unable to remove the scope from the patient at this point as there was a risk that the needle could rake against the trachea and larynx causing damage. A decision was made to extend the sheath further out to protect the scope and attempt to retract the needle. The tip of the needle snapped off at this point and was lost in the bronchial tree. The endobronchial scope was then safely removed without causing damage to the patient's upper airway. An immediate assessment of the patient's condition was undertaken; the patient's condition was stable with no evidence of post procedural symptoms from the incident. A chest x-ray was performed and there was no evidence of the needle. It was concluded that the patient must have coughed up the metal fragment and that it was likely to be somewhere in the patient's gi tract and would not cause the patient any harm. A CT scan is to be performed to establish the exact location of the needle.

Manufacturer narrative:
Information in sections above obtained from user facility, medi-globe's distributor in the (B)(4) and medi-globe, (B)(4). Medi-globe, (B)(4) is waiting to receive the device from the user facility in order to conduct its device evaluation and investigation. It is unknown at this time if the user facility will release the device to medi-globe, (B)(4). Medi-globe is attempting to determine if the instructions for use were being properly followed at the time of this occurrence. Medi-globe believes that there is a possibility that the stylet from the device was retracted beyond the length recommended in the instructions for use manual while attempting to advance the needle through dense tissue. The needle stylet extends through the needle and out of the distal section of the needle approximately 2mm. The stylet component of the device is used to provide support and structural strength to the needle and to clear the needle of any tissue not intended for biopsy. If the stylet was retracted excessively, (more that 5mm as indicated in the instructions for use manual) it would result in the needle being unsupported and could result in needle buckling as it is pushed against dense tissue in the airway. If the needle is severely kinked it may break when attempting to straighten will retracting the needle into the sheath. Medi-globe will provide further follow-up to this incident as soon as more information is obtained and if the device is returned for further evaluation.